Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broke. Problem code 2532 captures the reportable event of fiber misfired. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Procedure name corrected.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a uretersocopy procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis vp 100 watt console. According to the complainant, during the procedure and outside the patient, smoke was noted coming from the towel and the laser fiber was found broken near the distal end. Reportedly, laser energy escaped outside of intended tip location. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. Additional information received on 05dec2018 confirmed that the correct procedure was cystoscopy, left uretersocopy, holmium laser lithotripsy, stone basket extraction of left mid-ureteral stone and lower pole stone, left ureteral stent placement.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a uretersocopy procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis vp 100 watt console. According to the complainant, during the procedure and outside the patient, smoke was noted coming from the towel and the laser fiber was found broken near the distal end. Reportedly, laser energy escaped outside of intended tip location. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.